Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the needle kept falling off the end of the device. The device was not used on the patient.